Event description:
It was reported noise from wand would not allow device interrogation. The wand was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found intermittent telemetry due to the rf (radio frequency) head cable. It is noted the rf head cable was twisted. (B)(4).